Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that q-syte closed luer access device leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: q-syte--leakage of the needleless connector shell. The problem department is: gastroenterology. The problem product is 3. The sample has been discarded and cannot be returned, the photo and video of the problem sample can be returned.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: q-syte--leakage of the needleless connector shell. The problem department is: gastroenterology. The problem product is 3. The sample has been discarded and cannot be returned, the photo and video of the problem sample can be returned.